Manufacturer narrative:
Per follow-up, the alarm on the thermogard ivtm system was cleared by the customer and it doesn't required service. No further action required by zoll. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. No patient's effect was observed.

Event description:
During ivtm therapy, the thermogard ivtm system (sn unknown) generated an alarm and the customer noticed the 500ml saline bag had emptied. No saline fluid was observed on the patient's bed, floor or the thermogard console. The issue then occurred two more times during the cooling and warming phase. In all, the customer had replaced the 500 ml saline bag 3 times and the thermogard ivtm system once. The icy catheter (lot #158785) was suspected to be leaking. The icy catheter was inserted smooth into the patient's femoral vein. Catheter dwell time was 28 hours. The icy catheter was removed and treatment was completed. Per customer, the alarm on the thermogard ivtm system was cleared by the customer and it doesn't required service. Per reporter, no negative impact with the saline infusion of three 500ml bags. See MFR 3010617000-2021-00849 for the icy catheter lot #158785.